Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The impella 5.5 pump and data logs were not returned for investigation. The cause of the optical signal issue was not determined since product and data logs were not returned for review. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 was implanted in a patient for circulatory support. The patient was on support with the impella pump for 3 days, when the optical signal was lost. The pump remained on for support for another 9 days without any reported harm or injury to the patient. The patient was successfully weaned from the pump and the device was explanted.